Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels above 500 mg/dl. It was stated that the customer had been on the third day of using the infusion set. Found that the customer changes the infusion sets every three to five days and doesn't always change the reservoirs with every set change. Also found that the customer had not changed the infusion set prior to the event to try to resolve the high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have enough insulin in the reservoir to perform the high pressure test. Advised the customer to change the entire infusion set every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.